Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an intermittent blank user interface module (uim) display on this ventilator device. The customer reported that there was no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect power supply assembly for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the power supply and found no anomalies. The fa lab also performed an ac power test and found no ac power output from the power supply. The fa lab was able to duplicate the reported issue, the root cause is associated with missing and damaged component within the power supply, which caused the reported event.